Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by service request, that during an unknown procedure, while using a fms tornado micro handpiece with buttons, the consumables did not fit on the device. No surgical delay or patient consequence reported. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated, it was reported that the fms tornado micro handpiece with buttons, the consumables did not fit on the device. Per service manual operational and diagnostic, the reported failure was not confirmed.   During evaluation, the motor was found rusty and the wires of the keypad were found to short thus both were replaced. In addition, the cable was found in good condition and the head of screws were found damaged. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for wires too short in the keypad and damages on screws could be associated to user error and corrosion found can be attributed to fluid ingress into the system. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).